Event description:
12/20/91 - left subclavian attempted, vein cannulated but would not thread under fluoroscopy. Left internal jugular catheter placed. There was some difficulty encountered in threading, but it was successfully placed under fluoroscopy. There was good flow through red and brown ports. Blue was not flowing. Stat chest x-ray ordered to be read by ER physician. Chest x-ray re-read by radiologist on 12/20/91 shows central venous catheter in the projection of the left upper lung field. Surgeon was contacted by the radiologist but chemotherapy was alredy started per earlier order of surgeon. Approximately fifteen hours after catheter inserted, patient complained of difficulty breathing (12/21/91). Two hours later the patient was sent to radiology for a contrast study of subclavian postions. Ivs to blue port were discontinued as the x-ray showed contrast entering the lung parenchyma and visualized some of the rhonchi indicating the tip of the catheter had entered the lung tissue. Two hours later, lasix 40 mg. Ivp given for shortness of breath. 02 was started at 2l and changed to 4l/hr. Foley catheter inserted with no urine obtained. Patient later voided 250cc. Amber urine. Il d5/0.45 ns with kcl 20m eq. Started in red port. This was stopped after 10 minutes and restarted per peripheral IV. Solumedrol 1 gm. In 100cc. D5w started in ivpb at 100cc/hr. Patient was transferred to critical care 12/21/91, approximately 23 hours after the catheter was inserted. 9-1/2 hours later, 12/22/91, thoracic surgeon did a thoracentesis and withdrew 1300cc. Straw colored fluid. 02 on at 50% ventimask. Patient was medicated several times with 40 mg. Lasix ivp with scant urine output. Patient received 1 unit packed cells. Diastolic pressure elevated. Patient was still having trouble breathing 12/23/91. Patient went to or on 12/24 for a left thoroscopy with removal of the foreign body. Patient had had consults in nephrology, pulmonary medicine and thoracic surgery. Patient improved post surgery and had another 12 fr triple lumen catheter inserted by the thoracic surgeon via right internal jugular cut down under direct vision on 1/2/92. Patient was discharged to home on 1/6/92.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.